Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis revised due to inflation and deflation issues. The left cylinder expands, but does not empty well. The patient was expected to fully recover from surgery.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the bulge in the cylinder body would lead to limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had excess air between the inner and outer tubes when inflated with a syringe; bulging was present. Cylinder 1 also had a leak in the distal cylinder body that was the result of a sharp instrument damage. It was informed that the sharp instrument damage was occurred during decontamination process. Per work instruction, disinfecting, discard any fluid within the system by using the scalpel blade. Cylinder 1 was not pressure tested due to the leak that was identified. Cylinder 2 passed the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and performed within specification. Product analysis concluded that the identified cylinder bulge with broken fabric threads could affect the functionality of device as the reported inflate/deflate issues. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failure with the cylinder that a bulge was identified. The adverse event of bulge in a cylinder leading to limited inflation and deflation issues is a known risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to inflation and deflation issues. The left cylinder expands, but does not empty well. It was determined that a large aneurysm had presented in the wall of the left side cylinder. This obviously contributed to the difficulty the patient was having in deflating the device. The patient was expected to fully recover from surgery.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to inflation and deflation issues. The left cylinder expands, but does not empty well. It was determined that a large aneurysm had presented in the wall of the left side cylinder. This obviously contributed to the difficulty the patient was having in deflating the device. The patient was expected to fully recover from surgery.